Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016, the customer reported getting readings of 400 mg/dl, 365 mg/dl, and 105 mg/dl when taken within 10 minutes of each other. No adverse event reported. The meter and strips have been replaced and requested for return.